Manufacturer narrative:
Unchecked "user facility". Additional information states that the patient did not have relevant history to this particular event. The patient was draining from the thoracotomy site post implant. Reportedly the patient is very clean and hygienic. It was noted that the patient stuck to the sterile driveline dressing change protocol. There was no reports of recent tension or trauma to the driveline prior to the event. Most likely cause is that the infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital with complaints of driveline pain and tenderness. Blood cultures results were positive for group b strep bacteremia. On (B)(6) 2015 the patient was taken to the operating room (or) for drainage of an abscess near the pump. The patient went back to the or three days later for a wash out, placement of antibiotic beads, and closure of the thoracotomy. The patient is currently status 1a-e with unos for driveline infection but is considered "highly sensitized (100%/100%)". She is also being treated with valcyclovir and ceftriaxone for chronic suppressive therapy. The last report received indicated that the patient was discharged home on (B)(6) 2015 and to date is doing well. Investigation is ongoing.